Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 50 mg/dl to 60 mg/dl. Customer reported blood glucose of 168 mg/dl and the sensor glucose was 42 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 42 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. Customer's other blood glucose was 160 mg/dl, 140 mg/dl, 210 mg/dl the customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report in summary section.

Event description:
It was reported that customer was referencing (B)(6) or (B)(6) mg/dl as sensor glucose value and blood glucose was (B)(6) to (B)(6) mg/dl.